Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy drainage was used during a nephrostomy procedure performed on unknown date. According to the complainant, during the procedure, a significant resistance was felt by the physician when advancing the stylet into the catheter. Reportedly, the physician suspected the inner lumen of the catheter could be torn. The device was removed and the procedure was completed with another jinro pigtail nephrostomy catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned jinro¿ pigtail nephrostomy drainage catheter set revealed that the catheter was not broken. The metal cannula was removed from the catheter and was found to be bent near the cap. During functional analysis, a mandrel 0.038 inches was inserted through the catheter and it passed properly without resistance. Additionally, the metal cannula was inserted through the catheter and it passed properly without resistance. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy drainage was used during a nephrostomy procedure performed on unknown date. According to the complainant, during the procedure, a significant resistance was felt by the physician when advancing the stylet into the catheter. Reportedly, the physician suspected the inner lumen of the catheter could be torn. The device was removed and the procedure was completed with another jinro pigtail nephrostomy catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.